Event description:
It was reported that the customer encountered a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to contact support if any issues reoccurred, which they understood and acknowledged.